Manufacturer narrative:
The stretcher was not returned for evaluation of the reported issue. The reporting customer is an authorized technician capable of evaluating and repairing the subject stretcher. Replacement springs were shipped to the customer for replacement in the safety bail assembly.

Event description:
The end user reported a recent incident while unloading a patient from the ambulance the safety bail allegedly did not engage with the hook and the stretcher rolled from the ambulance to the ground. The stretcher remained upright and neither the patient nor the medics were injured as a result. The stretcher was able to be utilized to complete the patient transport.

Event description:
The end user reported a recent incident while unloading a patient from the ambulance the safety bail allegedly did not engage with the hook and the stretcher rolled from the ambulance to the ground. The stretcher remained upright and neither the patient nor the medics were injured as a result. The stretcher was able to be utilized to complete the patient transport.